Event description:
It was reported by service report that the customer alleged that the head end jack would not raise. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Stryker technician could not duplicate the alleged event. The technician found that the jack was operating to specification.